Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Report# 1627487-2015-20558, reference MFR. Report# 1627487-2015-20559, reference MFR. Report# 1627487-2015-20613. Further follow up identified the patient received two scs leads. Second lead is added as device 4.

Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2015-20558. Reference MFR. Report# 1627487-2015-20559. It was reported the patient ((B)(6)) experienced a fall and hit close to the ipg pocket site. Following the fall the scs system was autoreducing resulting in ineffective stimulation. X-rays revealed the lead has pulled out from the ipg header and extension. System diagnostics determined high impedances on the lead. A sjm representative tried reprogramming to no avail. As a result , surgical intervention will be taken at a later date to address the issue. The patient received two extensions with the same lot number. The implant date for the scs extension and ipg is unknown along with the device information for the lead.

Manufacturer narrative:
The implant date for the device was unintendedly reported incorrect in previous report. This report consists of correct information.

Event description:
Device 1 of 4: reference MFR. Report# 1627487-2015-20558 , reference MFR. Report# 1627487-2015-20559 , reference MFR. Report# 1627487-2015-20613.